Event description:
On (B)(6) 2013, the patient¿s mother/reporter contacted animas on behalf of the patient to report that the patient had elevated blood glucose reading since (B)(6) 2013. On the first day of school, (b)96) 2013, the patient tested at 550 mg/dl during the evening time and had symptoms described as ¿very agitated, little lethargic, and headache.¿ the patient¿s blood glucose was running in the mid 200¿s to 400¿s mg/dl all day. The reporter feels that the patient¿s blood glucose reading is not responding to insulin pump therapy although his insulin to carbohydrate ratios were adjust per the hcp and the site/set/insulin was changed out. In addition, the patient¿s blood glucose responds accordingly with insulin treatment via syringe. The reporter stated that the elevated blood glucose began when the patient started to play football. The increase of endorphins could cause the elevated blood glucose per the patient¿s doctor. In addition, the patient is going through puberty. At the time of the call to animas, the patient continued to manage his diabetes with insulin pump therapy. Troubleshooting indicated that there in product malfunction associated with the reported incidents. The advance features and the basal segment are correctly programmed according to the patient¿s usage. The date and time was confirmed to be accurate. This complaint is being reported because the patient had unexplained elevated blood glucose above 500 mg/dl while on insulin therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/30/2014 with the following findings: no defect was found. Daily insulin delivery totals correctly reflect user's programmed basal rates. Black box shows following a ¿replace battery¿ alarm on (B)(6) 2013 at 10:56pm insulin delivery is not resumed until (B)(6) 2013 7:30am. Pump passed flow accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.